Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system passed away. The patient's family member called to report the death and noted that the device never beeped like the other devices and said it just stopped pacing an "went all the way down". The caller was told the patient's device probably needed to be changed; however the patient passed away. Additional information was received that the funeral home disposed of the device, therefore it will not be returned.

Manufacturer narrative:
The device had 3 tachycardia zones programmed. The vf zone was programmed to 210 bpm; the vt zone was at 180 bpm; and the vt-1 zone was at 160 bpm and was in a monitor-only mode with no therapy programmed on. Five episodes were stored on (B)(4). Four of the episodes have stored electrograms. Episode 324 shows an abrupt onset of a fast ventricular rate, with a change in morphology. This episode met criteria for the vt-1 zone and lasted 15 seconds. The atrial rate remained in the 70 bpm range. Episode 325 also occurred in the vt-1 zone and lasted 2 minutes and 43 seconds. Morphology was similar as in the previous episode and no therapy was delivered as detection was met in the vt-1 zone with no therapy programmed on. Episode 327 and 328 were faster, but below the vt rate zone cut-off. The morphology for these two episodes showed wide qrs complexes. Ts concluded that although there were out of range left ventricular impedances, there was appropriate sensing and detection based on the episodes reviewed. The presenting electrogram showed atrial sensed and bi-ventricular paced rhythm with signals that demonstrate right ventricular and left ventricular capture. Overall, the device appeared to be functioning properly on (B)(4), despite the left ventricular impedances being out of range.

Event description:
Device data was reviewed by boston scientific technical services (ts). The data was obtained from a remote monitoring consult report that was transmitted on (B)(4) 2016. The patient's date of death wasn't until (B)(6), therefore no data is available to review around that time since the device was not returned. Data from (B)(6) showed the battery had approximately 3 years to explant status. The last capacitor reformation was performed on (B)(6) 2015 and the charge times were 9.5 seconds. The lead data showed stable atrial and right ventricular lead impedances and sensing measurements. The left ventricular lead intrinsic amplitudes were between 6-12 mv, impedance measurements were between 200-250 ohms. An additional observation was noted that on (B)(6), the impedance was measured as less than 200 ohms, as 200 ohms is the lowest value that can be measured. The patient also has an epicardial lead. The system guide for that lead reports lead impedances of at least 300 ohms and less than 1500 ohms, were observed in clinical data.